Event description:
Film analysis by an independent contracted physician has been completed. On review of the plain films there is one area of the contralateral limb with slight separation of the stent ring with the graft. The physician feels that this is most consistent with a suture break and not a stent break. There appears to be no evidence of an endoleak on the images.

Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. A computerized tomography (CT) scan performed one month post implant demonstrated an endoleak. The endoleak was coil embolized. A later CT scan demonstrated that the right common iliac aneurysm had shrunk and was holding tightly around the graft. The following CT scan demonstrated that the contralateral limb was beginning to bow anteriorly. It was reported that the bending continued and a stent appeared to be broken in the middle of the contralateral limb in a segment where there is no overlap. Overlap between stent graft components was reported to be adequate. Some longitudinal shrinking of the aneurysm was reported with lateral dilation from 5.1 cm to 5.8 cm in diameter. There was no significant tortuosity, and there was no evidence of endoleak. Another limb was placed inside of the pre-existing iliac limb. As a result of further investigation, the physician now believes that the defect was due to a broken suture. No clinical sequelae were reported, and the patient is reported to be fine. Films have been received, and are pending review by an independent contracted physician.